Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 3.4mm in diameter and 15mm long. The lesion was treated with direct stent placement using a 3.5x20mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced restenosis and angina. The patient developed heaviness in the chest that radiated to the arm, numbness and tingling in the left arm with associated shortness of breath was noted. The discomfort got a little better at the initial stage with sublingual nitroglycerin but then it recurred and persisted. 1 day later, the mid lad was treated with cutting balloon angioplasty. Residual stenosis was less than 10%. The patient was discharged 2 days later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced angina and was admitted on the same day. The event was considered resolved without residual effects and the patient was discharged 2 days later.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).